Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog 869-022 with 510k #k040962 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis for this procedure: skin ulcers, wound infection levels implanted: t12-s1 it was reported on an unknown date, post-op, due to pjk (proximal junctional kyphosis) the most cranial side of the right rod protruded from the skin and broke between l2/4. Infection was observed where the rod protruded from the skin (the most cranial side). An additional surgery for debridement was performed. No other info was available.

Manufacturer narrative:
Additional info: x-ray review: post-op x-rays for t12-s1 posterior spinal fusion show proximal junctional kyphosis. No pre-op imaging available. Patient age is (B)(6)years and weight is (B)(6)kg, suspect inadequate correction of deformity and patient risk factors for failure of fusion contributed to this complication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual and optical review confirmed the rod has broken. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant fracture surface damage is noted. Microscopic examination of the undamaged portions of the fracture surface identified a fairly flat fracture surface with gently convex progressive striations through the cross-sectional area, consistent with cyclic fatigue. Dimensional inspection of the outer diameter of the rod confirms dimension is within print specification. The above observations are consistent with cyclic fatigue. . If information is provided in the future, a supplemental report will be issued.